Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received and examination of the returned part indicates that the screwdriver has been used off-axis, not inserted straight and fully, into the screws and locking caps. Product development evaluation reveals of the design determined the stardrive shafts to be acceptable for the intended use. The design has been demonstrated, when fully inserted into the recess, to withstand torques in excess of 14.5 nm without deformation or breakage. The technique guide specifies, final tightening of the locking caps should only be performed with a calibrated, synthes 10 nm torque handle, with a caution that states, never use a fixed or ratcheting t-handle screwdriver for this technique; if the torque limiting attachment is not used, breakage of the driver may occur. Based on the details of the complaint condition and evaluation of the returned part, there is no indication of a design related issue. Review of the device history records showed that there were no issues that would contribute to this complaint condition. This complaint is invalid from a manufacturing perspective.

Event description:
It was reported that the stardrive tip on the screwdrivers broke off and when used, the drivers stripped off the screw caps. This is 2 of 3 reports for the same event.